Event description:
It was reported that the user observed a leaking cartridge during a supply change, with no initial insulin drops seen; after replacing all supplies, the issue appeared to persist until insulin drops became visible after approximately 59 units were advanced, and a dry run confirmed normal piston function with the plunger positioned about one-quarter from the bottom. Customer care provided support that included guided troubleshooting, visual checks for bubbles and damage, verification of proper set type and lot information, and a successful device dry run. Investigation of this case revealed no device malfunction and indicated that the initial absence of drops was consistent with expected priming volume given the plunger position and connector path, with the observed leak attributed to the initial cartridge. No adverse clinical symptoms associated with hyperglycemia or hypoglycemia during the event reported. Outcomes included user monitoring of blood glucose for a short period without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user setup and priming dynamics consistent with normal operation, with no confirmed device failure.